Event description:
It was reported that during an unspecified veterinary surgical procedure on the knee of a canine, it was observed that the small battery drive device stopped working. As a result, there was a twenty minute delay to the surgical procedure. A spare device was available and was used to successfully complete the procedure. There was no human patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date: the device manufacture date is unavailable. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to various worn electrical components and bearing deterioration from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.